Manufacturer narrative:
The investigation for the reported positioning issue and high purge pressure(hpp) has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Data log review showed purge pressures rise over 12 hours leading up to hpp alarms with decreases in purge flows. No mc spikes noted outside of p-level changes. The root cause of the pump positioning issues was not determined due to the pump not being returned and insufficient clinical details. The cause of the high purge pressure was biomaterial buildup due to the 12 hours of purge pressure trending up in parallel with purge flows trending down.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Purge system blocked alarm. Md notified and discussed tpa protocol and to reach out to abiomed medical director. Plan was to take 5.5 out already this morning so he made decision just to leave purge system as is and proceed with already planned or time this morning to explant device. Fever: (B)(6) 2025: patient spiked a fever overnight; however, wbc down today. Care team suspects patient has an infection and that it might have been the cause of her valve issue. Patient started on cefepine for suspected infection. Patient received concentrated albumin today and 1/ 10 pack of platelets. (B)(6) 2025: patient started on vancomycin yesterday with the cefepine for antibiotic coverage. Positioning issues: (B)(6) 2025: echo performed today to check position. Position shallow at 2.5, so dr. (B)(6) advanced position. New cm marking 44 with new lv measurement of 5.7. (B)(6) 2025: echo performed this am, impella position showed it had advanced to 6.4 from 5.7; however, ICU team did not want to reposition at this time. Thrombocytopenia: (B)(6) 2025: patient remains on crrt as she is a long-term dialysis patient. (B)(6) 2025: patient remains on crrt with goal to pull 100 ml/hr. (B)(6) 2025: crrt circuit has clotted 3-4 times in last 24 hours. Still no anticoagulation due to low platelet count and concern for hit, although panel was negative when sent a few days ago. The us complainant had an impella 5.5 pump placed to support the patient for an upcoming mitral valve surgery. While on support, the patient spiked a fever overnight; however their white blood cell count was down. The care team suspected an infection and the patient was started on cefepine and vancomycin. An echocardiogram was performed and found the pump was shallow at 2.5cm. The pump was advanced; the new cm marking was 44 with a new left ventricle measurement of 5.7cm. Another echocardiogram showed the pump advanced to 6.4cm from 5.7 cm but the ICU team did not want to reposition at that time. The patient remained on continuous renal replacement therapy as they were a long term dialysis patient. There was a concern for heparin induced thrombocytopenia although the panel was negative a few days prior. There was a purge system blocked alarm. The doctor was notified and discussed tissue-type plasminogen activator protocol and an abiomed medical director was contacted. The device was explanted and the patient survived.